Manufacturer narrative:
Device return: one (1) used 011-mc33194 microclave ext set w/ 3 bcv-clave. Although requested the involved mating/access devices were not returned. Visual inspection and analysis (pre and post decontamination) of the "as-received" 011-mc33194 device set recorded one of the sets bcv y-clave silicone plug was recessed "stuck-down". No other component abnormalities and or defects noted. The 011-mc33194 sets bcv y- clave component was disassembled and the internal componentry evaluated. The engineers report noted evidence of residual blood between the silicone plug and the spike. This may have caused or contributed to the silicone plug not resting correctly. There were no other component abnormalities. The bcv y-clave was re-assembled and tested. Using a in-house 10cc syringe the bcv y-clave was accessed and disconnected a total of five (5) times. The results recorded the silicone plug reset correctly each time. The recessed silicone condition could not be replicated. Findings: visual analysis of the "as-received" 011-mc33194 device set confirmed one of the sets bcv y-clave components was recessed. Following decontamination, disassembly and performance testing the sets component reset correctly. This report and the associated data have been entered in our database for continuous monitoring and trending.

Event description:
Int'l. ((B)(6)) complaint received reporting intermittent occurrences of recessed silicone "stickdown" and leakage issues with use of 011-mc33194 12" microclave ext set w/ 3 bcv-clave, lot# unknown. One incident (as translated) was reported as follows "after disconnecting the infusion tubular on a 4 gang injection device + valves installed on central vein, the valve did not get back to the closed position. Remaining open, and with the vein pressure, there was a blood back check and blood leaked in the patient's bed. Staff noticing the blood stain immediately clamped the device and replaced it with a functioning one... ". Follow up information received reports the device set was pretested/primed and placed on (B)(6) 2015 and was in use approx. Two days with no performance issues noted. Treatments/ infusions and involved set-ups prior to the reported event were reported as follows: "..bactrim 4 x /day with infusion tubular : braun intrafix primeline ref : (B)(4).. Extension set of the syringe pump : cair ref : (B)(4); drug used : cordarone, orgaran in continuous 24hrs .... Following drugs in continuous : physiological serum nacl 0.9% and tazocilline in continuous." There were no reported adverse patient consequences and or outcomes. The device sets were removed and replaced without further issues.